Event description:
It was reported that during unpackaging of the balance middleweight universal guide wire, the tip of the device was noted to be frayed. The device was not separated, but the tip appeared as if the coils were stretched or unraveled. The device was not used, there was no patient involvement and no clinically significant delay. Another balance middleweight universal guide wire was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.